Event description:
The patient called dentist's office and reported having swollen lips and irritated gums that morning. Evolve instructed dentist's office to inform the patient to discontinue use of the kor desensitizer indefinitely, and recommended that the patient visit her general practitioner if the swelling and irritation did not subside.

Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.